Manufacturer narrative:
Device available for eval: yes returned to manufacturer on: 6/8/2021 investigation: one 2000e china sample was received without packaging for investigation; the customer feedback indicates that the sample is from lot 20126473. No connecting product was returned to assist the investigation, however one empty kdl 20ml packet was received, indicating that the connecting product was a kdl 20ml syringe. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned sample to a retained 50ml bd plastipak syringe from stock; no flow restrictions or occlusions were observed. A review of the production records for lot 20126473 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced flow issues, and was clogged/blocked/occluded. The following information was provided by the initial reporter: when connected and used, it is found not to run fluid.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced flow issues, and was clogged/blocked/occluded. The following information was provided by the initial reporter: when connected and used, it is found not to run fluid.